Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during thresholds test, farfield oversensing and retrograde signal after the ventricular pace noted. Pacemaker mediated tachycardia was also observed. Threshold testing strip shows atrial undersensing and loss of capture in the atrium. Additional information indicated an x-ray showed that the ra lead had dislodged. Sensing was tested for the ra lead in unipolar with p waves at 0.3 and 0.4 millivolts. These settings were kept and the device was reprogrammed to vddr. After the programming changes, the ra lead appeared to be sensing appropriately and had normal impedance measurements regardless of the position. There was still noise present in unipolar function when the patient performed isometrics. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.